Manufacturer narrative:
Based on the reported info and investigation of the returned product. The reported condition was confirmed. The lock had both rotation and lateral movement. The presence of a residue build up has impeded the proper movement of the lock components resulting in a stiff lock. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The mayfield modified skull clamp would not lock and hold in place on the head pin end. There was no pt contactor or injury. When it was not locking, the clamp was removed. Another mayfield clamp was applied and was working. Add'l clinical info has been requested, however, no other info has been provided.